Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. Two days post operative the patient experienced a wound dehiscence and required a re-operation. It was reported that the suture was broken. Additional information has been requested.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.